Event description:
Boston scientific received information that during post operation check, this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing lead impedance. High pacing threshold was also noted. The rv lead was successfully repositioned and got normal measurements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.